Event description:
It was reported that the customer was hospitalized for low blood glucose between 20 to 50 mg/dl. It was stated that the customer's glucose level went low and had a seizure. It was stated that the customer was disconnected during prime and rewind. Troubleshooting was performed. The time on the insulin pump was correct, but the date was with one day off. Assisted the customer to change the date. The customer stated that she will eat some foods to bring up her glucose level. Advised customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.